Manufacturer narrative:
Correction: it was incorrectly noted that the operative eye was the left eye of the initial MDR report. The correct operative eye is the right eye. The event should have been reported as follows: it was reported that a zmb00 18.5 diopter intraocular lens (iol) was implanted in the right eye (od) on (B)(6) 2014. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Device evaluation: the product was not returned to the manufacturing site as it remains implanted. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
If explanted, give date: not applicable, as the lens remains implanted. Glares. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zmb00 18.5 diopter intraocular lens (iol) was implanted in the left eye (os) on (B)(6) 2014. The patient complained that immediately after the implantation she had floaters, blurriness, and halos. Reportedly, the patient went back to the doctor who then performed laser in both her eyes, which resolved the floaters. However, the blurriness and halos are still present. Also, the patient complains that she constantly must blink while driving just to see and does not drive at night any longer due to the halos. In follow up it was learned that the patient has been going back and forth to doctor for follow-up but to no avail. Last follow-up was when the doctor did laser which helped but only with the floaters. The blurriness, halos/glares are still present. The right eye is not as bad as the left eye but both are experiencing the same thing. No additional information was provided. The patient had bilateral lenses implanted. This report will capture the lens implanted in the patient's right eye. A separate report will be filed for the left eye.